Manufacturer narrative:
This device is not in scope of recall.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged the device's bacterial filter is black. There was no report of patient harm or injury. No serial number was provided for the device and there is no contact information for the initial reporter. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
On previously submitted report, section " describe event or problem" was incorrect, it should be- the manufacturer received information alleging the ventilator's bacterial filter is black. There was no report of patient harm or injury. No serial number was provided for the device and there is no contact information for the initial reporter. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Also, section "(device) problem code grid (1)" has been updated/corrected in this report.